Event description:
A baxter sales representative reported tubing became disconnected from the male luer lock adaptor. Set was being used on a premature baby. Some blood came out of the tubing, when the connector came off. Tubing was then clamped and replaced with new set. No patient injury occurred.

Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.